Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a heel warmer. The customer reports the rn was going to draw labs on the patient and squeezed the heel warmer and it exploded. The heel warmer was not near the patient at the time. The heel warmer exploded on the floor and the rn. The customer further reports there was no injury or medical intervention to the rn.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.